Manufacturer narrative:
Follow-up #1: date of submission 05/23/2014. Device evaluation:the pump has been returned and evaluated by product analysis on 05/19/2014 with the following findings: during investigation, a review of the pump¿s black box showed several ¿loss of prime¿ warnings due to low non-zero force. There were no loss of prime warnings duplicated during testing. The pump performed within required specifications.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Event description:
On (B)(6) 2014, the distributor contacted animas alleging a prime issue. It was reported that the pump emitted multiple no cartridge detected alarm during the load step. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.